Manufacturer narrative:
Product ID: 3889-28, lot# va0q4mj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The health care provider reported a possible infection and device was planned to be explanted on (B)(6) 2015. It was noted that patient had some drainage at the pocket site and appeared pocket site had an opening wound, erosion and neurostimulator was exposed. The patient status was reported as ¿alive - no injury¿. Additional information received later on (B)(6) 2015 indicated that health care provider (hcp) was explanting the lead and neurostimulator this afternoon (3/2). Patient was having success with fecal incontinence (fi) symptoms and sacral nerve stimulation (sns). The hcp would re-implant patient in a couple of months. He thinks it was just erosion and didn't think infection was present. The patient did not have meningitis. Patient had been afebrile and white count was normal based on information from hcp. A follow-up report will be sent if additional information becomes available.